Event description:
An altitude alarm was reported on the customer's pump. There was no reported impact to the customer¿s blood glucose level. The customer received tips from technical support to prevent future altitude alarms, acknowledged understanding, and replaced the cartridge to resolve the issue, after which the pump resumed normal operation.